Event description:
(B)(4) study. It was reported that post a coronary artery stenting treatment procedure restenosis occurred. The 99% stenosed target lesion was located in the proximal left anterior descending (lad) artery. The lesion length was 12.0 mm and the reference vessel diameter was 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 x 16mm study stent with 0% residual stenosis. A non-target lesion was located in the proximal right coronary artery (rca), with 85% stenosis. The non-target lesion was treated with a 2.75 x 12mm taxus express2 stent. The patient was discharged on aspirin and clopidogrel. A 266 days post procedure the patient was seen for 'shortness of breath' and referred for cardiac catherization. 90% stenosis was identified in the proximal rca and was treated with a promus stent with excellent outcome.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B)(4): device not returned for analysis.